Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the pins in the electrode belt trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being force into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
A pt service representative (psr) contacted zoll customer support while assisting a (B)(6) male pt to report an unrelated issue. During servicing, the pins in the electrode belt connector were found to be damaged. The pt was provided with a replacement electrode belt.